Event description:
Follow-up received from the healthcare provider (hcp) reported that the cause of the event was not determined, so it was unknown if it was device related. Imaging was sent to a manufacturer representative (rep) for review. The patient had not recovered as this was an ongoing issue and investigation. The patient was scheduled for a follow-up MRI a week after the report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the healthcare professional (hcp) noted lesions at the lead tip and brain interface when visualized with a t2 weighted MRI with contrast. The hcp was considering biopsy in order to categorize the pathology. A biopsy of the suspected lesion was planned. The patient was asymptomatic and was not impaired at all. The hcp thought that it may be an infection.

Event description:
It was reported that the surgeon noticed possible edema around the tip of the lead after reviewing post-op scans. The surgeon was concerned that it was due to interaction between the device and the post-op MRI. A CT scan was taken to rule out abscess. There was no confirmation of an edema or abscess and the patient outcome was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# unknown, product type: lead. Product ID: 3387s-40, lot# v657037, implanted: (B)(6) 2011, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3387s-40, lot# v204753, implanted: (B)(6) 2009, product type: lead. (B)(4).